Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that a puddle of fluid was observed between the aliquot probe and the side of the closed tube aliquotter (cta) on the metal plate near the wash cup area of the unicel dxc 600i synchron access clinical system. Customer stated that the instrument was also displaying 'av' errors and 'motor over current' errors. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to flush the aliquot probe; however, this did not resolve the issue. The cts then generated a service request . On the following day, the field service engineer (fse) found that liquid was coming out of top of the wash tower. The fse removed and then cleaned the wash tower assembly by flushing water through the assembly. The fse also checked the peri pump tubing and found that the tubing was not connected completely. The fse then reinstalled the assembly and the tubing, and then primed the instrument, after which the fse noticed that the wash tower liquid was coming from cap piercer wash assembly. The fse then removed the cap piercer wash assembly and found that liquid was coming back up from the waste line. The fse then replaced the peri pump tubing and verified that all connections were properly secured. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the instrument issue appears to be the loose peri pump tubing. Customer stated that no one was harmed by or exposed to the leak, and that patient samples and results were not affected by the instrument issue.